Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v887311, implanted: (B)(6) 2012, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment was 2014 (B)(6).

Event description:
It was reported that the patient was experiencing no stimulation sensation. Symptoms reported had sudden onset. There was no known accident or incident related to this complaint. No falls or trauma and the patient said that she does the same thing in the gym which she has been doing for the past 2 years. The patient had tried all of the 4 programs and she last adjusted on (B)(6). She did notice that she could increase all the way to 8v whereas before she couldn't increase beyond 4v level as stimulation was too strong. It was verified that the stimulation was on. When asked about symptom control, the patient said that she turned stimulation off for one week to compare results and said that her symptoms were a little worse without stimulation. Patient would not provide definite information about current symptom control. It was noted that the patient lacked basic understanding of the therapy. If additional information is received, a follow up report will be sent.